Event description:
Adverse event(s): "the pt chamber would not maintain" (collapse). Product problem(s): "no device problem reported" (no known device problem). A customer reported the pt's chamber could not be maintained using different handpieces and tips in irrigation/aspiration mode. The incision size was 3mm and a metal irrigation sleeve was used. The facility was advised by technical services to decrease the vacuum to less than 400mmhg and aspiration to 30cc/mn. The surgeon was able to complete the case without any further incidents. There was no pt harm reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).